Event description:
It was reported by the customer that hydromorphone pca pump is not able to recognize the syringe size. Customer is using the bd 30ml syringe for hydromorphone. There was no information on patient involvement. Through due diligence attempts it was noted that this was an end user issue and corrected by the customer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had a user programming error. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that hydromorphone pca pump is not able to recognize the syringe size. Customer is using the bd 30ml syringe for hydromorphone. There was no information on patient involvement. Through due diligence attempts it was noted that this was an end user issue and corrected by the customer.